Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed, the right plunger case and components on the plunger head assembly were missing and there was visible contamination on the pump. Review of the event history log showed occurrences of "force sensor test error" alarm messages. The reported problem was duplicated during functional testing; there was no force reading due to the missing components on the plunger head assembly. The investigation determined that the damage was a result of the customer performing maintenance on the pump. The plunger head assembly and all parts inside the plunger head were replaced. The pump was then recalibrated and preventive maintenance was performed. The pump the passed all functional and delivery tests. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump had broken pieces in the syringe holder. Per reporter the issue could not be repaired. It is unknown if the pump was used with a patient while damaged.